Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('10 days post op'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), and experienced diplopia ("double vision"), vision blurred ("blurry vision") and tunnel vision ("tunnel vision"). Essure was removed. At the time of the report, the medical device removal, diplopia and vision blurred outcome was unknown. The reporter considered diplopia, medical device removal, tunnel vision and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: double vision, tunnel vision, blurry vision and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('10 days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced diplopia ("double vision"), vision blurred ("blurry vision") and tunnel vision ("tunnel vision"). Essure was removed. At the time of the report, the medical device removal, diplopia and vision blurred outcome was unknown. The reporter considered diplopia, medical device removal, tunnel vision and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ double vision, tunnel vision, blurry vision and medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.